Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose and insulin history as follows: see scanned table. The pod was deactivated and she noticed the cannula was bent. She was able to activate a new pod and her bg lower to 11.2 mmol/l (202 mg dl).